Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator replaced both the breath delivery unit (bdu) printed circuit board (pcb) and graphic user interface (gui) to breath delivery (bd) cable. The ventilator passed self-testing.

Event description:
The customer reported ventilator with an erratic display. The ventilator was not on a patient at the time of the event.